Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's scs system stimulation was not covering the pain on the right leg as desired. Reportedly, the patient switched the neurostimulation off and no longer uses it because she experienced pain in the left hip when stimulation was on. The patient also complained of a burning sensation in the back. An x-ray was taken and confirmed the lead migrated. Surgical intervention may be taken to address the issue.